Event description:
Patient had a left knee hardware removal secondary to pain, swelling, locking, catching and popping of the knee. Removal of the hardware was necessary to "prevent permanent impairment of the body function or damage to a body structure." Operative report states left knee revision total knee replacement with excision of a large cement fragment. Significant scar tissue was removed. Polyethylene was removed also. The 13mm x 8mm cr poly was inserted to replace the explanted 11mm poly. Replacement was a stryker ortho tibial bearing insert. Explant was sent per request of surgeon to (B)(6) orthopedic lab.